Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high, out of range superior vena cava (svc) defibrillation impedance was observed. The high impedance was observed from the right ventricular (rv) to svc coils and svc coil to the device. The rv coil to device impedance was in range. The svc coil was programmed off to resolve the event. The patient was stable.